Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopain tube perforation") and device breakage ("fragment of my essure coil in my uterus") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5, multigravida (((B)(6) 1997, (B)(6) 2003, (B)(6)2010, (B)(6) 2011, (B)(6) 2013).) And premature baby 26 to 32 weeks. Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone (depo provera) since 2013 for birth control, docusate sodium from 2014 to 2015 for constipation, thomapyrin n (excedrin migraine) since (B)(6) 2012 for migraine, ergocalciferol from 2014 to 2015 for vitamin d deficiency as well as oxycodone hydrochloride (oxycontin) since 2014. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced visual impairment ("vision changes"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia") and dyspareunia ("dyspareunia/ intercourse is still painful"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced pollakiuria ("bladder, urinary problems,urinary frequency") and fatigue ("fatigue"). In 2014, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cyst"). In (B)(6) 2015, the patient experienced constipation ("constipation/ intermittent constipation"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("severe persistent pain/ extreme pelvic pain that was unbearable at times feeling like an electric shock"), back pain ("bsevere and persistent lower back pain on left side"), vaginal haemorrhage ("abnormal vaginal bleeding"), abdominal pain lower ("cramping"), allergy to metals ("allergic reaction to nickel/ allergy,") with rash, tooth disorder ("dental problems"), abdominal distension ("abdominal bloating"), vaginal discharge ("vaginal discharge"), dry eye ("dry eyes/ my eyes are still dry"), vision blurred ("blurry vision"), weight increased ("weight gain"), abdominal pain ("abdomen pain (severe and persistent)"), flank pain ("left flank pain"), attention deficit/hyperactivity disorder ("attention afficit diso"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), migraine ("migraine headaches") and nausea ("chronic nausea"). The patient was treated with paracetamol (acetaminophen), hydrocodone, ibuprofen, lidatrim, hydromorphone, hydroxyzine, oxycodone, obetrol (adderall), surgery (total hysterectomy/ bilateral salpingectomy) and surgery (total hysterectomy to remove). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device breakage, vaginal haemorrhage, abdominal pain lower, allergy to metals, female sexual dysfunction, tooth disorder, pollakiuria, fatigue, vaginal discharge, visual impairment, vision blurred, ovarian cyst, flank pain, attention deficit/hyperactivity disorder, migraine and nausea outcome was unknown, the pelvic pain, back pain, dyspareunia, constipation, dry eye, abdominal pain, depression and anxiety had not resolved, the abdominal distension and weight increased was resolving and the dysfunctional uterine bleeding had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, attention deficit/hyperactivity disorder, back pain, constipation, depression, device breakage, dry eye, dysfunctional uterine bleeding, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, flank pain, migraine, nausea, ovarian cyst, pelvic pain, pollakiuria, tooth disorder, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: right perforatedfallopian tube right tube occluded, suspected patency in left tube and possible spill of the left tube. Most recent follow-up information incorporated above includes: on 19-jun-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation") and device breakage ("fragment of my essure coil in my uterus") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5, multigravida (((B)(6) 1997, (B)(6) 2003, (B)(6) 2010, (B)(6) 2011, (B)(6) 2013).) And premature baby. Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone (depo provera) since 2013 for birth control, docusate sodium from 2014 to 2015 for constipation, thomapyrin n (excedrin migraine) since (B)(6) 2012 for migraine, ergocalciferol from 2014 to 2015 for vitamin d deficiency as well as oxycodone hydrochloride (oxycontin) since 2014. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced visual impairment ("vision changes"). In (B)(6) 2013, the patient experienced sexual dysfunction ("apareunia") and dyspareunia ("dyspareunia/ intercourse is still painful"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced pollakiuria ("bladder, urinary problems,urinary frequency") and fatigue ("fatigue"). In 2014, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cyst"). In (B)(6) 2015, the patient experienced constipation ("constipation/ intermittent constipation"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("severe persistent pain/ extreme pelvic pain that was unbearable at times feeling like an electric shock"), back pain ("severe and persistent lower back pain on left side"), vaginal haemorrhage ("abnormal vaginal bleeding"), abdominal pain lower ("cramping"), allergy to metals ("allergic reaction to nickel/ allergy,") with rash, tooth disorder ("dental problems"), abdominal distension ("abdominal bloating"), vaginal discharge ("vaginal discharge"), dry eye ("dry eyes/ my eyes are still dry"), vision blurred ("blurry vision"), weight increased ("weight gain"), abdominal pain ("abdomen pain (severe and persistent)"), flank pain ("left flank pain"), attention deficit/hyperactivity disorder ("attention afficit diso"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), migraine ("migraine headaches") and nausea ("chronic nausea"). The patient was treated with paracetamol (acetaminophen), hydrocodone, ibuprofen, lidatrim, hydromorphone, hydroxyzine, oxycodone, obetrol (adderall), surgery (total hysterectomy/ bilateral salpingectomy) and surgery (total hysterectomy to remove). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device breakage, vaginal haemorrhage, abdominal pain lower, allergy to metals, sexual dysfunction, tooth disorder, pollakiuria, fatigue, vaginal discharge, visual impairment, vision blurred, ovarian cyst, flank pain, attention deficit/hyperactivity disorder, migraine and nausea outcome was unknown, the pelvic pain, back pain, dyspareunia, constipation, dry eye, abdominal pain, depression and anxiety had not resolved, the abdominal distension and weight increased was resolving and the dysfunctional uterine bleeding had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, attention deficit/hyperactivity disorder, back pain, constipation, depression, device breakage, dry eye, dysfunctional uterine bleeding, dyspareunia, fallopian tube perforation, fatigue, flank pain, migraine, nausea, ovarian cyst, pelvic pain, pollakiuria, sexual dysfunction, tooth disorder, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: right perforated fallopian tube. Right tube occluded, suspected patency in left tube and possible spill of the left tube. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event permanent injury deleted and event pelvic pain, back pain, vaginal bleeding, cramping, allergic reaction to nickel,rashes, apareunia, dyspareunia, dental problems, urinary frequency, fatigue, constipation, abdominal bloating, vaginal discharge, vision changes, dry eyes, blurry vision, weight gain, ovarian cyst, left flank pain, fallopian tube perforation, depression, anxiety, attention afficit disorder, device breakage, dysfunctional uterine bleeding, migraine headaches, chronic nausea was added. Legal claim received. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only.¿ incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of my essure coil in my uterus'), fallopian tube perforation ('fallopain tube perforation') and uterine perforation ('perforated uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5, multigravida (((B)(6) 1997, (B)(6) 2003, (B)(6) 2010, (B)(6) 2011, (B)(6) 2013).) And premature baby 26 to 32 weeks. Concurrent conditions included body mass index normal and lumbar radiculitis. Concomitant products included medroxyprogesterone acetate (depo provera) since 2013 for birth control, docusate sodium from 2014 to 2015 for constipation, acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) since (B)(6) 2012 for migraine, ergocalciferol from 2014 to 2015 for vitamin d deficiency as well as oxycodone hydrochloride (oxycontin) since 2014. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced visual impairment ("vision changes"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia") and dyspareunia ("dyspareunia/ intercourse is still painful"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced pollakiuria ("bladder, urinary problems,urinary frequency") and fatigue ("fatigue"). In 2014, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cyst"). In (B)(6) 2015, the patient experienced constipation ("constipation/ intermittent constipation"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("severe persistent pain/ extreme pelvic pain that was unbearable at times feeling like an electric shock/ pain left side"), back pain ("bsevere and persistent lower back pain on left side") with intervertebral disc protrusion, vaginal haemorrhage ("abnormal vaginal bleeding"), abdominal pain lower ("cramping"), allergy to metals ("allergic reaction to nickel/ allergy,") with rash, tooth disorder ("dental problems"), abdominal distension ("abdominal bloating"), vaginal discharge ("vaginal discharge"), dry eye ("dry eyes/ my eyes are still dry"), vision blurred ("blurry vision"), abdominal pain ("abdomen pain (severe and persistent)"), flank pain ("left flank pain"), attention deficit hyperactivity disorder ("attention afficit diso"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), migraine ("migraine headaches") and nausea ("chronic nausea") and was found to have weight increased ("weight gain"). The patient was treated with amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), hydrocodone, hydromorphone, hydroxyzine, ibuprofen, oxycodone, paracetamol (acetaminophen), sulfametrole;trimethoprim (lidatrim) and surgery (total hysterectomy/ bilateral salpingectomy and total hysterectomy to remove). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, vaginal haemorrhage, abdominal pain lower, allergy to metals, female sexual dysfunction, tooth disorder, pollakiuria, fatigue, vaginal discharge, visual impairment, vision blurred, ovarian cyst, flank pain, attention deficit hyperactivity disorder, migraine and nausea outcome was unknown, the pelvic pain, back pain, dyspareunia, constipation, dry eye, abdominal pain, depression and anxiety had not resolved, the abdominal distension and weight increased was resolving and the dysfunctional uterine bleeding had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, attention deficit hyperactivity disorder, back pain, constipation, depression, device breakage, dry eye, dysfunctional uterine bleeding, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, flank pain, migraine, nausea, ovarian cyst, pelvic pain, pollakiuria, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: right perforatedfallopian tube. Right tube occluded, suspected patency in left tube and possible spill of the left tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of my essure coil in my uterus'), fallopian tube perforation ('fallopian tube perforation') and uterine perforation ('perforated uterus') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5, multigravida ((B)(6) 1997, (B)(6) 2003, (B)(6) 2010, (B)(6) 2011, (B)(6) 2013).) And premature baby 26 to 32 weeks. Concurrent conditions included body mass index normal and lumbar radiculitis. Concomitant products included medroxyprogesterone acetate (depo provera) since 2013 for birth control, docusate sodium from 2014 to 2015 for constipation, acetylsalicylic acid;caffeine; paracetamol (excedrin migraine) since (B)(6) 2012 for migraine, ergocalciferol from 2014 to 2015 for vitamin d deficiency as well as oxycodone hydrochloride (oxycontin) since 2014. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced visual impairment ("vision changes"). In december 2013, the patient experienced female sexual dysfunction ("apareunia") and dyspareunia ("dyspareunia/ intercourse is still painful"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced pollakiuria ("bladder, urinary problems, urinary frequency") and fatigue ("fatigue"). In 2014, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cyst"). In (B)(6) 2015, the patient experienced constipation ("constipation/ intermittent constipation"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("severe persistent pain/ extreme pelvic pain that was unbearable at times feeling like an electric shock"), back pain ("severe and persistent lower back pain on left side"), vaginal haemorrhage ("abnormal vaginal bleeding"), abdominal pain lower ("cramping"), allergy to metals ("allergic reaction to nickel/ allergy,") with rash, tooth disorder ("dental problems"), abdominal distension ("abdominal bloating"), vaginal discharge ("vaginal discharge"), dry eye ("dry eyes/ my eyes are still dry"), vision blurred ("blurry vision"), abdominal pain ("abdomen pain (severe and persistent)"), flank pain ("left flank pain"), attention deficit/hyperactivity disorder ("attention affect diso"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), migraine ("migraine headaches") and nausea ("chronic nausea") and was found to have weight increased ("weight gain"). The patient was treated with amfetamine aspartate; amfetamine sulfate;dexamfetamine saccharate; dexamfetamine sulfate (adderall), hydrocodone, hydromorphone, hydroxyzine, ibuprofen, oxycodone, paracetamol (acetaminophen), sulfametrole;trimethoprim (lidatrim) and surgery (total hysterectomy/ bilateral salpingectomy and total hysterectomy to remove). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, vaginal haemorrhage, abdominal pain lower, allergy to metals, female sexual dysfunction, tooth disorder, pollakiuria, fatigue, vaginal discharge, visual impairment, vision blurred, ovarian cyst, flank pain, attention deficit/hyperactivity disorder, migraine and nausea outcome was unknown, the pelvic pain, back pain, dyspareunia, constipation, dry eye, abdominal pain, depression and anxiety had not resolved, the abdominal distension and weight increased was resolving and the dysfunctional uterine bleeding had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, attention deficit/hyperactivity disorder, back pain, constipation, depression, device breakage, dry eye, dysfunctional uterine bleeding, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, flank pain, migraine, nausea, ovarian cyst, pelvic pain, pollakiuria, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: right perforated fallopian tube. Right tube occluded, suspected patency in left tube and possible spill of the left tube. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event uterine perforation added. On 20-mar-2020: social media content received: reporter added. Fu 4 and 5 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of my essure coil in my uterus'), fallopian tube perforation ('fallopain tube perforation') and uterine perforation ('perforated uterus') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5, multigravida (((B)(6) 1997, (B)(6) 2003, (B)(6) 2010, (B)(6) 2011, (B)(6) 2013).) And premature baby 26 to 32 weeks. Concurrent conditions included body mass index normal and lumbar radiculitis. Concomitant products included medroxyprogesterone acetate (depo provera) since 2013 for birth control, docusate sodium from 2014 to 2015 for constipation, acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) since (B)(6) 2012 for migraine, ergocalciferol from 2014 to 2015 for vitamin d deficiency as well as oxycodone hydrochloride (oxycontin) since 2014. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced visual impairment ("vision changes"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia") and dyspareunia ("dyspareunia/ intercourse is still painful"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced pollakiuria ("bladder, urinary problems,urinary frequency") and fatigue ("fatigue"). In 2014, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cyst"). In (B)(6) 2015, the patient experienced constipation ("constipation/ intermittent constipation"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("severe persistent pain/ extreme pelvic pain that was unbearable at times feeling like an electric shock/ pain left side"), back pain ("bsevere and persistent lower back pain on left side") with intervertebral disc protrusion, vaginal haemorrhage ("abnormal vaginal bleeding"), abdominal pain lower ("cramping"), allergy to metals ("allergic reaction to nickel/ allergy,") with rash, tooth disorder ("dental problems"), abdominal distension ("abdominal bloating"), vaginal discharge ("vaginal discharge"), dry eye ("dry eyes/ my eyes are still dry"), vision blurred ("blurry vision"), abdominal pain ("abdomen pain (severe and persistent)"), flank pain ("left flank pain"), attention deficit/hyperactivity disorder ("attention afficit diso"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), migraine ("migraine headaches") and nausea ("chronic nausea") and was found to have weight increased ("weight gain"). The patient was treated with amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), hydrocodone, hydromorphone, hydroxyzine, ibuprofen, oxycodone, paracetamol (acetaminophen), sulfametrole;trimethoprim (lidatrim) and surgery (total hysterectomy/ bilateral salpingectomy and total hysterectomy to remove). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, vaginal haemorrhage, abdominal pain lower, allergy to metals, female sexual dysfunction, tooth disorder, pollakiuria, fatigue, vaginal discharge, visual impairment, vision blurred, ovarian cyst, flank pain, attention deficit/hyperactivity disorder, migraine and nausea outcome was unknown, the pelvic pain, back pain, dyspareunia, constipation, dry eye, abdominal pain, depression and anxiety had not resolved, the abdominal distension and weight increased was resolving and the dysfunctional uterine bleeding had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, attention deficit/hyperactivity disorder, back pain, constipation, depression, device breakage, dry eye, dysfunctional uterine bleeding, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, flank pain, migraine, nausea, ovarian cyst, pelvic pain, pollakiuria, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: right perforated fallopian tube. Right tube occluded, suspected patency in left tube and possible spill of the left tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Event added- intervertebral disc protrusion. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.